Event description:
"Y site split under tubing." No further information has become available as to the specifics of this incident despite multiple attempts to contact the customer. The sales rep reported that there was no patient injury. The most likely cause for split tubing is the use of the power injector in the radiology department.